Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced continued urinary incontinence. The aus was still working as intended. The aus cuff was replaced with a smaller size and the pump was repositioned with the tubing shortened. There were no additional patient complications reported.